Event description:
It was reported that the pulse generator exhibited high current drain. One week post implant, a programmer showed measured data of 2.59 v, 23 ua and less than 1 kohms. The device was interrogated with a different programmer, and exhibited normal readings at 2.76 v, 7 ua, and 1 kohm.

Manufacturer narrative:
Na